Event description:
A stent fracture was discovered during a follow-up examination seven months after the stent was placed in the right renal artery. The fracture involved a single strut fracture in the interior aspect of the stent, mid-stent. The stent was patent with no evidence of restenosis or reduced blood flow. No intervention was done or is planned. There was no reported pt injury. Although rarely reported, stents in renal arteries are not immune to fracture. Biomechanical forces can lead to strut fatigue and fracture. The product is not available for analysis. As no sterile lot number was provided, a review of the manufacturing history for this product could not be performed. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. The exact etiology of the stent fracture is not clear from the info provided.